Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Caller's mother has a central line that was placed back in 2007. Before this catheter she had (B)(4) in place. She does not know which catheter is currently in place. She is a tpn patient. She has not experienced any complications or infection with this catheter. It is 14" from the insertion site to the end. It is single lumen. When the nurse cleans the insertion site with alcohol there is allegedly some black stuff that rubs off. It kind of looks like a scab. They are trying to determine if the catheter needs to be replaced. Patient is (B)(6) years old. Patient texted images of the catheter. Ms&s stated it appears as if the surecuff tissue ingrowth cuff has become external to the skin and is visible. Advised caller she will need to discuss next steps with her doctor. Ms&s explained to the caller their observations of the images sent that it appears that the tissue ingrowth cuff(the portion that holds the catheter in the body) is no longer in the body. Ms&s suggested securing the catheter the best she can (home health nurse was there) so it is not pulled out completely. If the catheter has worked its way out significantly tip placement may need to be verified. Encourage her to follow up with her md as soon as possible for advice.